Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid. The patient was treated with ceftazidime and cefazolin (intraperitoneal, for 14 days) for the event. The cause, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.